Manufacturer narrative:
The scr replace friction-fit gold & ti abut int hex, mhlas was not returned for investigation. One bellatek® abutment tsv 4.5mm, tsvldat4 was returned. Visual inspection via naked eye and camera magnification revealed scratches and marks on the abutment consistent with use and handling by the lab and dentist. No pre-existing conditions were noted on the complaint. The reported device was located on tooth # 3 and had been in use for more than 3 years when the reported event occurred. DHR review was completed for the subject lot number (63568830). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was conducted for the subject lot number (63568830). There were no similar complaints for this lot number. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (mhlas/tsvldat4). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. Based on the investigation and risk review, the most likely cause(s) for the reported event is customer error in screw torqueing. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device not returned.

Event description:
It was reported that the abutment screw has loosened at tooth location 3. No injury has been reported.